Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with the insulin pump gaining time. Customer stated that the gain was more than 9 minutes within 30 days. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurements, active current measurements, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with the current time and date and monitored for several days. The time and date functioned properly. The pump had a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay and minor scratches on the lcd window.